Event description:
It was reported that shortly after generator replacement surgery, the generator and lead extruded through the skin and were exposed at the generator site. An infection was confirmed at both the generator and lead sites. Both devices were explanted and the patient was treated with antibiotics. The physician confirmed that the extrusion of both the generator and lead was due to surgery. Device history records were reviewed for both the lead and generator. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Device evaluated by MFR?, code 81, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.